Event description:
It was reported that the physician's tablet usb cable was not working. A new cable was provided to the physician; however, it was reported that the new cable was not working because the usb port had wiggled loose. The physician was provided a new programming tablet. The faulty tablet is expected to be returned for analysis, but has not been received to date.

Event description:
Analysis of the tablet and usb cable was completed on (B)(6) 2015. No anomalies associated with the tablet performance were noted during testing using the ac adapter or the main battery with a full charge. The tablet performed according to functional specifications.

Event description:
The tablet and usb cable were received for analysis. Analysis is underway, but has not been completed to date.